Event description:
This rn went into room after shift report to check on patient and feeding pump connections. This rn noticed large air bubble coming from cannister, which measured 99 cm (26 inches) and a second air bubble at the base of the tube towards patient, which measured 12 cm (4 3/4 inches). This rn stopped feeding pump, obtained new equipment and feeding bag and started set-up with new equipment. This rn updated leaving evening rn found defect in bag. She did mention that she noticed and air bubble earlier and reprimed the line. This rn told her of previous experience and the steps to be taken if she encounters this situation again.